Event description:
It was reported that on insertion of an intraocular lens (iol) into the left eye there was a fracture of iol optic. The lens was cut and the incision was enlarged to remove the lens. Another lens of the same model and diopter was successfully implanted. There was no patient detriment.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Manufacturer narrative:
The lens was returned for evaluation. Microscopic examination of the lens found fractures/cracks by the haptic optic junction. Cuts were located at the edge and across the lens optic. A review of the device history record did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, device design may have contributed to the event. Corrective measures have been implemented to mitigate future similar occurrences. Bausch & lomb will continue to monitor similar events to determine if additional actions are required.